Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was damaged, the warning light illuminated after the device was inserted into universal battery charger device and the device did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was observed that the battery device was not holding a charge. It was further reported that a red triangle was lighting up on the universal battery charger device when the battery device was inserted. During in house engineering evaluation, it was observed that the device was damaged, the warning light illuminated after the device was inserted into universal battery charger device and the device did not function. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.